Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of less than 20 ohms. Isometrics testing and pocket manipulation were performed in which the impedance came back up to 20 ohms. No noise was observed. Boston scientific technical services discussed contacting the non boston scientific company to discuss the rv lead. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).